Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the quantum maverick balloon catheter. The shafts, bonds, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the shafts presented no damage or irregularities; the shaft was not fractured as reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for dilatation. However, the device delivery shaft was fractured outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was selected for dilatation. However, the device delivery shaft was fractured outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.